Event description:
It was reported that the right ventricular (rv) lead experienced an lead integrity alert (lia) due to an elevated sensing integrity counter (sic) and high rate non-sustained tachycardia episodes. Several ventricular tachycardia (vt) and non-sustained tachycardia episodes were noted on the remote monitor transmission report. Intermittent t-wave oversensing (twos) was also noted. The patient was still experiencing tachycardia and went to the emergency department. The lead was reprogrammed and the sensitivity was reduced. The lead remains implanted and in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.